Event description:
A ventilator was returned to a third-party service center for evaluation. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation service required alarm conditions were noted in the device's downloaded event log indicating a charging issue and a pressure sensor mismatch issue occurred. There was no documentation of any components replaced to address the issues. The device was tested and passed all final testing. A final report is being submitted. If any additional information is received, a supplemental report will be filed.